Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image horizon was off. The issue was found during an unidentified procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The scope passed all functional tests. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch was reported out of caution based off the information available (the image horizon was off). However, upon additional information received, 'the picture was not centered,' determined this is not reportable. Per the legal manufacturer, this issue of the picture not being centered is not likely to cause or contribute to death or serious injury if the malfunction were to recur.